Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that while implanting the triathlon knee, the femur was posterior stabilized and put a 2mm posterior stabilizer insert the post of the insert was catching on the patella. Took out and inserted and replaced with cs insert that caused no issue.

Manufacturer narrative:
An event regarding an interference contact between a ps insert component and the patella during flexion was reported during surgery. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned. Complaint history review there have been no other events for this lot. The reported event was not confirmed. The interference contact between the components should not happen by design, the femoral or baseplate component that the insert was seated within, or both, appear to have been malpositioned for this issue to arise. Further information is required to determine the root cause. No further investigation is required at this time.

Event description:
It was reported that while implanting the triathlon knee, the femur was posterior stabilized and put a 2mm posterior stabilizer insert the post of the insert was catching on the patella. Took out and inserted and replaced with cs insert that caused no issue.